Manufacturer narrative:
The customer reported image issue was confirmed image noise occurs and temporarily the image cannot be seen. The problem was isolated to a defective charged coupled device unit. Additionally, a scope communication error, b30, was produced due to a corrosion on the video connector plug. The inspection also noted the following: no scope identification date, failed water leak test due to a pin hole on the universal cord, the bending section cover has a scratch, the adhesive from the bending section has a chip, and the video connector is dented. The investigation is ongoing; therefore, the cause of the customer event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use

Event description:
Olympus (omsc) was informed via repair request that the customer endoeye flex deflectable videoscope displays a ¿sandstorm¿ image on the monitor. The customer reported problem was found during an unspecified event. No death, injury or harm has been reported to olympus.

Event description:
The customer further reported that the event was found during a therapeutic hernia procedure. The intended procedure was completed using another device. The device was not inspected prior to procedure.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the customer regarding the event description and to provide the legal manufacturer¿s investigation results. The device history records (DHR) was reviewed and it was confirmed that the device met standards at the time of shipment. The scope was last serviced via repair on june 5, 2020 to replace the distal end insertion unit. The investigation by the legal manufacturer determined that there is no design, manufacturing, material or processing related cause for the reported event. However, based on the investigation results, the legal manufacturer could not specify the root cause of the static image. However, it is presumed that the breakage including disconnection of the image sensor unit, or the components including the ic chip and capacitor mount on the electric circuit board have a defect. The b30 communication error and ID function failure are both likely due to defective components including ic chip and capacitor, mounted on the electric circuit board. However, the root cause is unknown. Olympus will continue to monitor complaints for this device.